Event description:
It was reported that stent narrowing occurred. The patient presented with coronary artery disease and underwent percutaneous coronary intervention. The target lesion was located in the heavily calcified left anterior descending artery. Bed preparation was performed with an opticross imaging catheter, a 3.0 non-boston scientific intravascular lithotripsy catheter, and a 3.0 noncompliant (nc) balloon catheter which were each advanced into the lesion without any issues. A 3.00 x 32mm synergy xd drug eluting-stent was advanced for treatment. However, after deployment, a narrowing in the mid part of the stent was noted. The stent was post-dilated with a 3.0 nc emerge balloon, however, the lesion was still present. The procedure was completed successfully. No patient complications were reported and the patient status was stable throughout the procedure.

Manufacturer narrative:
Date of event: used the first date of the month of aware date as no information was provided. Implant date: used the first date of the month of aware date as no information was provided.